Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what was meant by ¿misfired¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing or opening)? This product fired on the greenlow reload and the cutline was fine the staple line and staples were fully formed. The doctor was just not able to open the device. Who use the reverse button as well as the manual reverse lever and was unable to open the device after several attempts. He was finally able to force the jaws open. He completed case with another pse45a. No patient complications. No buttress. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45g cartridge reload was received with the one piece sled partially advanced 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual override system worked as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was meant by ¿misfired¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing or opening)? This product fired on the greenlow reload and the cutline was fine the staple line and staples were fully formed. The doctor was just not able to open the device. Who use the reverse button as well as the manual reverse lever and was unable to open the device after several attempts. He was finally able to force the jaws open. He completed case with another pse45a. No patient complications. No buttress.

Event description:
It was reported that during a lobectomy procedure, the device misfired. The procedure was completed using same like device. There were no adverse patient consequences reported.